Event description:
Clinic notes were received indicating that the vns patient began experiencing an increase in seizures on (B)(6) 2014. The patient stated that he was compliant with his medications but noted that he could not feel magnet mode stimulation. The neurologist increased the patient¿s settings during an office visit on (B)(6) 2014. The patient¿s device was tested during the office visit but the notes did not include the diagnostic results. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In the pa lab during monitoring of the device, evaluation of the reed switch function was performed. Each placement of the magnet on the device inhibited the output current waveform and the output current waveform returned after magnet removal. Each magnet swipe of the device initiated a proper magnet current waveform with a slight increase in amplitude. Magnet current waveforms were confirmed to be normal and as programmed. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.